Event description:
The customer reported issues with the insulin volume. The blood glucose reading at time of call was 600mg/dl. The caller stated that the reservoir was not empty. Assisted the customer performing the fixed prime test and the insulin did not exit. Advised the customer to remove the reservoir from the insulin pump and to disconnect the tubing. Verified the tubing does not have kinks or bends and the insulin is clear. Instructed the customer to push the plunger back on the reservoir and the insulin did exit easily. Assisted the customer with rewinding and priming the insulin pump, and the device delivered successfully. Performed the high pressure test and failed twice. Several days later the customer called back and reported being at the emergency room due to high blood glucose while she was off the insulin pump during the past week. The customer stated that she did not have enough insulin injections she needed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No excessive no delivery alarms noted.